Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 569 mg/dl. Customer treated their high blood glucose levels via insulin pump and manual injection. Customer's current blood glucose level was 434 mg/dl. Troubleshooting was performed. Customer advised the auto mode feature was off during the high blood glucose event. Customer advised they had an air bubble inside of the reservoir and that they would change out the reservoir. The insulin pump will not be returned for analysis.